Manufacturer narrative:
The immucor laboratory tested retention product on 24jul2017, which performed as expected. The immucor laboratory also tested a blood sample returned from the customer site on 21jul2017, which duplicated the unexpected negative outcome that the customer had also obtained.

Event description:
On (B)(6) 2017, a european (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.